Event description:
The pt (B)(6) was implanted with an ipg on (B)(6) 2011. It was reported surgical intervention was undertaken to increase the implant depth of the ipg for purposes of providing better comfort to the pt. F/u on this matter found the pt is recovering well following the procedure with no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history..